Manufacturer narrative:
While the actual complaint product was not returned for evaluation, a photo was provided for analysis which confirms a balloon rupture. The device history record for lot 30365072 was reviewed and the product was produced according to product specifications. The root cause could not be established. All information reasonably known as of 02 apr 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced two different incidents, which were associated with separate units, involving one patient. This is the first of two reports. Refer to 9611594-2026-00167 for the first report. Refer to 9611594-2026-00168 for the second report. It was reported that an 82-year-old patient being treated for spondylodiscitis underwent gastrostomy tube placement on (B)(6) 2026. A few hours later, the tube was found in his bed with the balloon burst.